Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 13-dec-2022. Investigation summary: a complaint of set coming apart was received from the customer. Various samples of different material numbers were received. 6 samples of mp5301-c were received. Of these 6, 1 was separated at the male luer. The customer complaint of separation was confirmed. There were also two samples that occluded. A device history record review for model mp5301-c lot number 22079432 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was performed. The root cause was determined to be poor visibility of solvent level. The solvent dispenser used in this operation is a medegen dispenser. The level must be verified manually, the dispenser does not have indicator lights or other signaling mechanisms to indicate a low solvent level. A quality alert will be created for the constant verification of the solvent level.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector came apart. The following information was provided by the initial reporter: "product is coming apart."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector came apart. The following information was provided by the initial reporter: "product is coming apart."